Event description:
It was reported, the high flow insufflation unit switch light does not light up and beeps. The issue occurred at reprocessing after a gastroscopy procedure. The patient was not under anesthesia and was not a procedural delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that the front panel blacked out occasionally due to a defective circuit board. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it was likely that the front panel did not display due to a faulty printed circuit board. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.